Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms occurred (alarm 20 and alarm 30) during the load sequence with the same cartridge. The customer's blood glucose level was 119 mg/dl. Reportedly, the customer loaded a new cartridge to resolve the issue.